Event description:
Per the audiologist, the patient's device was explanted in 2008, due to a persistent, recurring infection at the site of the implant. The infection started in 2007. The patient was reimplanted with a new device in 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.